Manufacturer narrative:
During the evaluation the bench repair technician determined that the booting issue was caused due a defective som pca (system on module printed circuit assembly) and spo2 (oxygen saturation) board. Therefore, dfm100 assy spo2 board (453564489241) and dfm100 assy processor (453564489071) were replaced to resolve the issue. The device was back to service and returned to customer. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective som pca and spo2 board. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name:(B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6) reporting address city: (B)(6). Reporting address state: victoria reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot power on and is stuck in rebooting cycle. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 processor pca assy(serial number: b9624030231) was returned to philips for additional analysis. The ¿30-second bootloop¿ fault condition is due to a known firmware/software issue of the dfm100 coding. It can be resolved in the fa lab by disconnecting the therapy pca connector and powering the processor board with a separate 18 v power supply instead. In doing so, the watchdog "reboot timer" is bypassed. After successfully booting into clinic-mode, the original connections to the system are restored and the separate 18 v power supply no longer used. Devices that once were caught in a bootloop error state, have not been seen to have the issue reoccur. Fault was isolated to software issue. Watchdog programming is the root cause of the "30 second bootloop" failure mode. If watchdog allowed more time, the problem would not have occurred.